Manufacturer narrative:
(B)(4). Date sent: 4/17/2023. Additional information was requested, and the following was obtained: date of event? 8 march 2023. What is the severity of the burn? (Please see degrees of burns below and choose one)? First degree. First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches) monitoring only. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. What's the most current patient status. Nil further complications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what return electrode was being used? Was a megadyne return electrode (either mega soft of disposable return electrode) being used? What was the product code of the return electrode?

Manufacturer narrative:
(B)(4). Date sent: 5/3/2023. Additional information was requested, and the following was obtained: what procedures were the surgeon's doing? Caesarian section who is the surgeon? How was the patient positioned? Supine. Any other devices or instruments on the table at the time of the burn? Routine instruments no devices. What return electrode was being used? Skintact. Was a megadyne return electrode (either mega soft of disposable return electrode) being used? No. What was the product code of the return electrode? Wr21a30.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported unintended thermal injury less than 2nd degree or reaction. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date of event: exact day is unknown. Assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient had a plate reaction and burn from the electrode. The patient had discoloration at the return electrode site. There was no cqm alarm.